Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A labeling review was completed and a CAPA was opened to review the adequacy of the labeling in regards to the connection issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an anesthesia extension set was unable to connect. The male luer was missing the piece that allows it to screw in. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.